Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection. The physician believed that the infection was not device related. The physician did not know the cause of the staphylococcal infection but stated that it was a common bacteria on the human skin. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Update to the initial MDR in field additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50cm 4x8 surgical lead.

Event description:
A report was received that the patient had developed an infection. The physician believed that the infection was not device related. The physician did not know the cause of the staphylococcal infection but stated that it was a common bacteria on the human skin. The patient underwent an explant procedure. No device malfunction was suspected.